Event description:
Meter was prompting the error 4 message. Patient did not have symptoms of high or low blood glucose level at the time of concern. Patient called doctor and he gave them another meter. Patient received no treatment. The customer care representative walked the patient through retesting and the error 4 message appeared. The patient neither alleged harm nor experienced injury of medical intervention due to the product. No product were replaced.